Manufacturer narrative:
This report is related to previously reported complaint of externalized conductor, MFR number 2017865-2012-07915.

Event description:
This report is related to previously reported complaint of externalized conductor, MFR number 2017865-2012-07915. It was previously reported that the right ventricular lead exhibited externalized conductors or insulation break with no known electrical anomaly. New information received stated that fluoroscopy of the riata lead was performed on (B)(6) 2014 and no externalization was found on the lead.